Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with scratched screen, cracked case at the display window corners and battery tube threads.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and the customer was unable to describe any possible damage to the drive support cap. Advised the caller to discontinue the use of the insulin pump. No further information was provided.